Event description:
It was reported that the subject device had a dark light output. The issue occurred during a vats (video-assisted thoracoscopic surgery) pneumonectomy therapeutic procedure while the device was inside the patient under sedation. It was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented and bent, component failure of the rigid tube, component failure of the video connector and component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, the most probable cause is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.